Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used on (B)(6), 2011 (it is unknown if the unit was used during a procedure). According to the complainant, the unit was not operational. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect device serial number; therefore, the device manufactured date is unknown.the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction: an endostat I electrosurgical unit was used, not an endostat iii as previously reported. Correction: no upn exists for endostat I electrosurgical units. The serial number of the complaint unit was confirmed to be (B)(4). Additional information: the device manufactured date is 04/13/1991.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used on (B)(6) 2011 (it is unknown if the unit was used during a procedure). According to the complainant, the unit was not operational. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.